Event description:
It was reported that bd safetyglide¿ needle leaked during use. The following information was provided by the initial reporter: material no: 305916 batch no: 9170930 it was reported that syringe is catching air and medication is leaking out. From phone call on (B)(6) 2020 16:59:15: reached out to pharmacist stated, when trying to draw up the vaccine, there was nothing but air going back into syringe and because of the pressure, some of the medication leaked out of the needle. Stated, she was not able to draw vaccine. Stated, its happened a few times from same box but could not provide a date of event.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd safetyglide¿ needle leaked during use. The following information was provided by the initial reporter: material no: 305916 batch no: 9170930. It was reported that syringe is catching air and medication is leaking out. From phone call on 2020-07-31 16:59:15: reached out to pharmacist stated, when trying to draw up the vaccine, there was nothing but air going back into syringe and because of the pressure, some of the medication leaked out of the needle. Stated, she was not able to draw vaccine. Stated, its happened a few times from same box but could not provide a date of event.